Event description:
It was reported that the biomed replaced the circulation and mixing pumps in the arctic sun device after speaking with the technical support a month ago. However, the device was still failing calibration with an error 80 (non-recoverable system error) previously the device was failing for low flow . A functional check of t4 and draining water from the left port showed that the chiller was not cooling. Mss stated this was an indication of a chiller failure. Biomed requested a quote for a chiller repair. As per sample evaluation result received on (B)(6) 2022, the unit not cooling was due to a failed mixing pump. It was observed that the electrical port on the mixing pump motor was pushed into the motor, as per the photo attached causing the mixing pump to malfunction. The ac cca card and power module have degraded due to electrical overstress. Tank rubber gaskets were worn and torn . They performed 2000 hour preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools ; no crimp cross-sections provided. The device was evaluated upon receipt. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced power inlet module and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected.

Event description:
It was reported that the biomed replaced the circulation and mixing pumps in the arctic sun device after speaking with the technical support a month ago. However, the device was still failing calibration with an error 80 (non-recoverable system error) previously the device was failing for low flow . A functional check of t4 and draining water from the left port showed that the chiller was not cooling. Mss stated this was an indication of a chiller failure. Biomed requested a quote for a chiller repair. As per sample evaluation result received on 27jun2022, the unit not cooling was due to a failed mixing pump. It was observed that the electrical port on the mixing pump motor was pushed into the motor, as per the photo attached causing the mixing pump to malfunction. The ac cca card and power module have degraded due to electrical overstress. Tank rubber gaskets were worn and torn . They performed 2000 hour preventive maintenance service on the unit.